Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that patient was experiencing loss of stimulation coverage due to impedances on right leads. The patient underwent a lead replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-2317-70 (sn (B)(6)). The returned lead was analyzed and visual and x-ray inspection revealed that multiple cables were completely broken at the bent/kinked location of the lead near the set screw mark of the clik x anchor. There were no exposed cables at the fracture location. With all the available information, boston scientific concludes that lead damage has been confirmed. The cause of the broken cables is due to mechanical stress from possible flexing of the lead at the exit point of the clik x anchor.

Event description:
It was reported that patient was experiencing loss of stimulation coverage due to impedances on right leads. The patient underwent a lead replacement procedure. The patient was doing well postoperatively.